Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 1688t lead, implanted: (B)(6) 2007; 1056t lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient got inappropriate shocks due to oversensing on the right ventricular lead. The lead was capped and replaced with a pace/sense lead as the patient was downgraded to a implantable pulse generator system. No further patient complications have been reported as a result of this event.